Event description:
Additional information was received that a revision procedure was attempted, but a new right ventricular (rv) lead was unable to be implanted due to the entrance of the vein being completely blocked. As a result, the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed. Additionally, episodes of pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.